Event description:
Customer reported that the synchron lx20 pro system failed calibration at an unspecified time following routine cleaning. No pt samples or results were affected. The customer made multiple attempts to calibrate the system and was successful after approx 8 tries. The system then functioned as intended.

Manufacturer narrative:
No field service call was initiated or system evaluation performed. Previous cultures of the system were conducted and no growth was detected. No definitive root cause of this event could be determined without an evaluation of the system; accordingly, no conclusion can be drawn. This reportable event was identified during a retrospective review of complaints conducted between (B)(6) 2008 and (B)(6) 2010 for additional reportable events.